Event description:
It was reported that during a vats lobectomy procedure, the surgeon was using an ez45b as usual. After a few firings, a new zr45b was loaded. The reload fired with an incomplete staple line on specimen side. A little bit of bleeding on specimen side. Another reload was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.